Event description:
According to the reporter, during an open wedge resection of the right lung procedure, the device did not fire and had a poor staple formation, the middle distal part did not fired completely and it partially opened, and the blood oozed out from it. Also there was an incomplete staple line, they over sewed it to resolve the issue. A surgical intervention was needed to prevent a permanent impairment of a function. There was tissue damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, patient status: stable.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The sulu was received fully fired and with and engaged interlock. The sulu was reloaded with staples and loaded into the stapler. The sulu and stapler were applied to the appropriate test media with proper staple formation and cleanly transected test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.